Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Date of occurrence: (B)(6) 2022. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side "preventative replacement" and ¿capsular contracture baker grade iii." Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported left side "preventative replacement" and ¿capsular contracture baker grade iii". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, and h6. Device analysis: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed. No further actions are required as the device was implanted.